Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post surgery for mitral clip the right ventricular (rv) lead exhibited cross chamber oversensing. It was also reported that the physician was "concerned" about the right atrial (ra) lead. The rv lead was capped and replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.